Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to infection. Reportedly, the wound site did not heal up properly and the pocket was infected. There were no additional adverse patient effects reported. This rv lead was explanted.